Event description:
The customer reported that his olympus visera pro video system center was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The subject device was not displaying an image due to poor connection with the video connector. The unit was also noted to have had irregular battery consumption during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event (loss of image due to poor connection with video connector) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information has been received from the initial reporter noting that this event (loss of image) took place during preparation for a therapeutic procedure. The intended procedure was completed using another device. There was no patient harm or consequence reported as a result of the event.